Manufacturer narrative:
(B)(4). There was no sample received for analysis. Only pictures of the sample were received for analysis. Photo 1, shows three clips, an er320 that appears to be properly formed; an er420 clip that appears to be properly formed and a second er420 clip that appears to have been formed with a gap. Photo 2, shows five clips apparently from an er420, the clips appear to have been ordered from the one with largest gap to the one with least gap; the two most right clips appear to be properly formed while the three far left clips appear to have a larger gap than expected. A potential cause for the apparent clip formation is not fully closing the firing trigger until the plastic trigger touches the plastic handle (plastic to plastic). However, no definitive conclusion could be reached as to the formation of the clips and the potential root cause as neither the clips nor the device were returned for analysis. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during a hars nephrectomy procedure, after surgeon fired two clips of er420 at the artery branch of aorta, there were migration of two. After the surgery, surgeon found there is the space at the proximal part of the migrated clip. He thought that the migration occurred because of the space of the clip. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # k90d2t. The analysis results found that the er420 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and was noted to be empty and then the lockout mechanism was found to be non-functional. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the latch posts were found to be broken which suggest that a lockout premature occurred and leading the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.